Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
There were uncertain if the catheter and pump were functioning properly. No pt symptoms were reported. The pump and catheter were replaced. No rotor study or dye study were done. It was noted that the battery was depleted. There was no reported pt injury.